Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device needs service. During servicing, the device was found to have a damaged gear box. It is unk if the device was used during surgery. It is also unk if there were any injuries, medical intervention or surgical delays related to the event. No add'l info available.